Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that on three occasions the patient woke up to find that her infusion tubing had broken away from headset. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.